Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a missing bottom case tamper seal, chipped top case, cracked plunger case, the plunger case seal to be protruding between the cases, and a missing battery. The devices event history log revealed an invalid syringe size? Error in the log. To conduct functional testing an occlusion test was performed, and device was check for size calibrations. Upon testing, it was revealed the barrel clamp and rod were worn and in need of greasing, and the plunger cable needs to be read justed. To address the issue the barrel clamp spring and barrel head rod were replaced, and the plunger cable was readjusted. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an invalid syringe reading. Barrel clamp does not move smoothly. Found some resistance on the plunger head too. No adverse patient effects were reported by the customer.